Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell. The home patient (hp) stated they were still connected to machine. The technical service representative (tsr) had the hp cycle the power to system error 2367 occurred. Then the tsr had the hp cycle the power to press go to start. The hp disconnect and remove the cassette. The tsr explained the alarm. Per the troubleshooting performed by the tsr, asked if the patient line was properly primed before connected, and the patient stated no. The hp stated they do not use patient extension lines. The hp stated they did not see damages to the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp stated they would continue therapy using manual supplies.the hp will not be providing samples for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.